Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 547 mg/dl, which was addressed with a correction bolus. The customer declined to perform troubleshooting with tandem technical support. Recommendation was made to consult with health care provider regarding diabetes management.